Manufacturer narrative:
Other applicable components are : product ID: 3389s-40, lot# va1u0ed, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the doctor did not tug, pull or push the lead either when putting the boot on or taking it off. Yet, it looked as though it had been purposely pulled apart. The other lead, which has the same lot number was fine in the bilateral case. The surgeon carefully placed the lead into extension and impedances were fine. Impedances were fine so the doctor left it as is. It was unknown if the issue was resolved at the time of the report. The main concern is whether the lead will be in tact at time of battery replacement in a few years. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event